Manufacturer narrative:
Product ID 37743, serial# (B)(4); product type programmer, patient product ID 3708360, serial# (B)(4), implanted: 2009 (B)(6); product type extension product ID 3998, lot# v163064, implanted: 2009 (B)(6); product type lead product ID 37752, serial# (B)(4); product type recharger product ID 3708360, serial# (B)(4), implanted: 2009 (B)(6); product type extension. (B)(4).

Event description:
It was reported that the patient was ¿afraid that her implantable neurostimulator was in overdischarge.¿ it was noted that the patient was unable to communicate with the patient programmer or the recharger. It was noted that the patient had lost some weight. It was further noted that an ins overdischarge was suspected. It was noted that the last time stimulation was felt was 3 to 5 weeks prior to the report. The last successful recharging session was over 30 days prior to the report.